Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of days prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7124743.

Event description:
It was reported that the patient only had stimulation on the left side of the body. X-ray confirmed that the leads had migrated. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively and the devices remain implanted.